Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrest and subsequently expired. Furthermore, it was alleged to have been caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly.